Event description:
Patient presented to the physician with persistent symptoms of right-sided tongue atrophy, no tongue motion, slurred speech, and difficulty swallowing since the implant procedure. Upon examination, the physician suspected possible nerve damage. Physician referred the patient to speech therapy, and the patient has been attending both speech therapy and physical therapy for treatment.